Event description:
Upon 2nd or 3rd application we received an error code indicating insufficient pressure. We did some troubleshooting and were advised by the rep to replace the catheter. We opened another catheter and had no further problems. No harm to patient. Will contact the company for return and credit for this catheter. No other follow up is required. No harm to patient.